Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging unknown issue - the first couple of strips were wasted during the learning how to use them. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.